Event description:
This is the fourth osvii from the same facility. An osvii was reported to have a low flow and was not flowing correctly and required revision. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated upon the reported info.